Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. Corrections to the following fields due to errors in the initial report: e1 (telephone number added) and h8 (usage of device - is "initial use of device"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the guidewire tip was torn, and the fracture shape indicated a brittle fracture. Based on the investigation results, it is likely that the following led to the malfunction: an attempt was made to insert the device into the endoscope while using the guide wire when the angle between the distal end and the guide wire was large (not parallel). The device was inserted into the endoscope using force exceeding the resistance causing the guide wire tip to tear. The issue can be detected/prevented by following the instructions provided in the bml-v442qr-30 operation manual: warning·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Warning·be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire this may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the results of the legal manufacturer's final investigation. Based on the investigation results, it is likely that the guide wire distal end did not meet the strength specifications due to suboptimal molding conditions during manufacturing.

Event description:
It was reported, the mechanical lithotriptor v had a torn guidewire tip. The issue occurred during procedure for a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (B)(6) hospital; added here due to character limitation in respective field.